Event description:
It was reported that the pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump's components, but the customer was unable to successfully load a new cartridge and had to resort to manual daily injections as backup therapy. Follow-up attempts were made but unsuccessful resulting in case closure.